Event description:
The customer observed a false reactive alinity s anti-hbc for a 16-year-old donor. The following results were provided: (B)(6) 2023, sid (B)(6), initial anti- hbc result (lot 50512be00)= 2.52 s/co (reactive); hbsag= non-reactive; anti-hbs= non-reactive; nat hbv= not detectable. There was no impact to patient management reported.

Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The search for similar complaints for lot 50512be00 did not identify an increase in complaint activity for the issue. The ticket trending review did not identify any related trend regarding commonalities for lot number 50512be00 and issue. Device history record review performed on lot 50512be00 did not show any potential non-conformances, deviations, or non-conformances. A review of field data for alinity s anti-hbc was performed. Overall reactive rates of ln 6p06-55, lot 50512be00 across hemosc centro de hemat e hemot de sc - 56727913, brazil, applicable peer sites and across a whole blood and plasma screening monitoring group were collected and assessed. The alinity s anti-hbc %specificity (assuming 0 prevalence) cannot accurately be determined to compare product performance because of the higher prevalence of the anti-hbc marker for past hepatitis b infections observed within some populations, and even in the group of healthy wb donors. For the whole blood and plasma monitoring group, the performance for lot 50512be00 is within product requirements and comparable to other lots analyzed in the comparison. For the customer and their peer sites, the performance for lot 50512be00 is comparable to other lots analyzed in the comparison. Whole blood and plasma monitoring group lot 50512be00: irr: 0.428 %, rrr: 0.405 %, irr - rrr: 0.024 %, specificity: 99.595 % hemosc centro de hemat e hemot de sc - 56727913, brazil lot 50512be00: irr: 0.689 %, rrr: 0.686 %, irr - rrr: 0.003 %, specificity: 99.314 % peer sites within latin america lot 50512be00: irr: 0.583 %, rrr: 0.580 %, irr - rrr: 0.003 %, specificity: 99.420 % labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity s anti-hbc reagent for lot number 50512be00 was identified.

Event description:
The customer observed a false reactive alinity s anti-hbc for a 16-year-old donor. The following results were provided: on (B)(6) 2023, sid (B)(6), initial anti- hbc result (lot 50512be00) = 2.52 s/co (reactive); hbsag= non-reactive; anti-hbs= non-reactive; nat hbv= not detectable. There was no impact to patient management reported.